Manufacturer narrative:
The product was returned for evaluation. It was visually confirmed that the top web (white portion) of the packaging material was off-centre. This issue may have occurred as a result of over-sealing during product packaging.

Event description:
It was reported that the packaging was defective as it was tearing incorrectly, causing product sterility to be compromised. No adverse consequences were reported.